Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that there was a patient (male) fell because he was not listening to instruction to stay still and as a result patient(he) fell off from the table onto the stand. This complaint was escalated for log file technical analysis and the result confirms, no malfunction with the system and this fell would have happened because the patient was not listening to the instruction. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The patient (male) fell because he was not listening to instruction to stay still and as a result patient(he) fell off from the table onto the stand. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It was reported to philips that a patient fell from the system¿s table of an allura xper fd20 onto the stand because he would not stay still. No injury has been alleged, nonetheless, a CT scan was performed on the patient. The results of the CT scan have not yet been obtained. The customer¿s in house biomedical engineer requested the geometry logs in order to determine whether or not the system could have contributed to the fall and the review of said logs did not provide any indication that the system failed to perform as expected. Philips has started an investigation of this complaint.